Event description:
The clinic reported hearing loss with the left device due to a migration of the fmt from the round window. The user has been reimplanted with a (B)(6).

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported hearing loss with the left device due to a migration of the fmt from the round window. The user has been reimplanted with a bci.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a migration of the floating mass transducer from the round window. The recipient was re-implanted with a bone conduction implant. The explanted device has not been received for investigation yet.